Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. After a non-bsc guide wire was introduced to the lesion, a 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation but was unable to cross the lesion. The physician then decided to use a 4mm x 40mm x 146cm coyote es balloon catheter; however, on the first inflation, the balloon ruptured. The previous 5.0mmx40mmx135cm sterling balloon catheter was then re-advanced for dilatation but still, the balloon ruptured on the second inflation at 10 atmospheres. The procedure was then completed with a different device. No patient complications were reported.